Event description:
A physician was attempting to use a hawkone m atherectomy device along with a 10cm 7fr sheath and 300cm non-medtronic guidewires during procedure to treat a 150mm calcified lesion in the patients left mid distal superficial femoral artery (sfa). Little vessel tortuosity and moderate vessel calcification are reported. Lesion exhibited 95% stenosis. Artery diameter is reported as 5-6mm. A spider embolic protect device was used. The vessel was pre and post dilated. The IFU was followed during preparation, procedure, post-procedure. Procedure was completed by puncturing right femoral artery and using an ansel 2.7fr guiding catheter to engage the left external iliac artery. Physician used the non-medtronic wire through the lsfa. Ywo balloons were used to dilate the sfa-d. Physician used hawkone m directional atherectomy device for plaque modification. Physician then used a pta balloon to dilate sfa lesion and used dcbs (5/150mm <(>&<)> 6/150mm) to dilate the sfa to pi lesion. Post hawkone use, procedural blood flow was good. Post op, customer found fistula after using hawkone. An everflex stent was place in the fistula.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.